Event description:
It was reported that the right atrial (ra) lead had been surgically capped due to unknown reasons. The lead was replaced with a non-boston scientific lead. No additional adverse patient effects were reported.